Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that after the cair clamp on the tubing sets were closed, fluid would still flow. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. During the investigation, no possible causes for the customer reported unrestricted flow were identified. The devices were not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.